Event description:
Device explanted due to suspected failure/defect. Patient underwent right cochlear implantation ~5 years ago and developed progressive implant failure. Subsequently pt was implanted in the left ear with good results. Patient is now here for explantation of the malfunctioning device and reimplantation with a new device.